Event description:
Patient reports the dentist recommended patient should stop using the aligners due to overjet and tmj (temporomandibular joint).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.